Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 19 mg/dl. Pump data review by tandem clinical support showed that the customer inadvertently entered the pump settings incorrectly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline, a glucagon injection, and consumption of carbohydrates. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.